Event description:
It was reported that a patient experienced an under infusion of medication during an unspecified surgery. It was reported that the under infusion was due to a partial occlusion of the intravenous (IV) tubing when the tubing was removed from a baxter sigma smart pump in order to start the infusion. The IV tubing did not fully disengage from the clamp and the result was under infusion of the medication. The tubing was being used to deliver an unspecified anesthetic. The incident caused the patient to have partial awareness during surgery. Treatment and outcome of the event was not reported. It was not reported if the patient required further hospitalization as a result of the event. No additional information is available.

Manufacturer narrative:
(B)(4). Patient weight was (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.